Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted because patient had vegetation on leads. No active infection in pocket. No new device implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed and each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. The field report of infection or infection-related conditions is recognized as a known medical risk when the skin barrier is breached. However, analysis of the returned product was not able to provide relevant information regarding infection-related allegations. Revision to the initial MDR in block f10 patient impact code to infection and h6 patient impact code to infection. This supplemental report was created to capture information corrections.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted because patient had vegetation on leads. No active infection in pocket. No new device implanted. The pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block f10 patient impact code to infection and h6 patient impact code to infection. This supplemental report was created to capture information corrections.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted because patient had vegetation on leads. No active infection in pocket. No new device implanted. No additional adverse patient effects were reported.